Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing in normal and stressed conditions, numerous power on and power off cycles, and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The device log does not capture reports of this nature. The control board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.